Event description:
A hospital in (B)(6) reported that the pins on the inspiratory limb of an rt105 adult inspiratory-heated breathing circuit were bent. This was found prior to patient use.

Manufacturer narrative:
(B)(4). The rt105 breathing circuit is not sold in the USA, but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the heater wire pins on the inspiratory limb of the returned complaint breathing circuit were tested to see if they could be connected to a heater wire adaptor. Results: the heater wire pins of the inspiratory limb were out of specification as they were bent and full insertion of the heater wire adaptor was not possible. A lot check revealed no other complaints of this nature for this lot number. Conclusion: all breathing circuits are tested for connectivity and electrical continuity during production and those that fail are rejected. It is possible for the user to bend the heater wire pins during use if the heater wire adaptor is inserted into the heater wire plug on an angle. For bent pins reported to us by healthcare facilities, it is impossible for us to determine whether the pins were bent during production or by the end user. (B)(4).